Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a thrombectomy for cerebral infarction interventional procedure using an 8f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed when the needle plunger was removed after deployment. Manual compression and an arterial compression device were used to achieve hemostasis. The arterial compression device caused a hematoma in the right groin. No treatment was performed for the hematoma. The patient was sent to electronic intensive care unit (eicu) for continuous treatment and observation after the operation as the patient had a stroke. As a result of the stroke, the patient required emergent rescue and prolonged hospitalization. The physician confirmed that the proglide did not cause or contribute to the patient having a stroke. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy due to the proglide. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The patient effect of hematoma is listed in the electronic proglide instructions for use (eifu), as a possible adverse event of use of the device. The investigation determined that the reported needle to cuff miss and unexpected medical intervention appear to be related to operational context. The patient effect of hematoma is a possible adverse event. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.